Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device returned has the spring tip stretched and bent. The visual inspection was performed. All the outer diameter (ods) taken and all of them are according specifications. Guidewire overall length could not be measured due to the device condition (spring tip stretched and bent). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-00766. It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy¿ ii stent was prepped, was placed on a 182cm luge¿ guidewire and was advanced to the tuohy and guide catheter while outside of the patient's body. However, the synergy¿ ii stent delivery system (sds) would no longer advance and was "locked" on the wire. Several attempts were made to remove the sds but to no avail. A second 182cm luge¿ guidewire was then placed along the side of the wire within lad and the first luge¿ guidewire was removed intact with the sds as a unit. The procedure was completed with a 2.25 x 32 promus¿ premier stent. No patient complications were reported and the patient left the catheterization laboratory pain free.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-00766. It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy ii stent was prepped, was placed on a 182cm luge guidewire and was advanced to the tuohy and guide catheter while outside of the patient's body. However, the synergy ii stent delivery system (sds) would no longer advance and was "locked" on the wire. Several attempts were made to remove the sds but to no avail. A second 182cm luge guidewire was then placed along the side of the wire within lad and the first luge guidewire was removed intact with the sds as a unit. The procedure was completed with a 2.25 x 32 promus premier stent. No patient complications were reported and the patient left the catheterization laboratory pain free.